Manufacturer narrative:
(B)(4). The device manufacture date for this product is august 30, 2010.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The inverter cover was replaced as secondary failure due to overheated inverter. The affected components were replaced and the programmer passed all incoming tests.

Event description:
Boston scientific received information that the programmer's screen went black when tried to print reports during a follow up check. The field representative tried to reboot the programmer but still got black screen. This programmer will be returned and analyzed. No adverse patient effects were reported.